Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and the cl electrode on a cobas pro ise analytical unit. The customer noted they received multiple calibration errors for the ise tests. This medwatch will apply to the na electrode. Refer to the medwatch with a1. Patient identifier (B)(6) for information related to the cl electrode. The patient sample initially resulted in a na value of 157 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 140 mmol/l. The repeat result was deemed correct. The patient sample initially resulted in a cl value of 119 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 105 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
Upon review of the alarm trace, abnormal aspiration and sample clot detection alarms were observed. The field service engineer determined there was an issue with the degasser. The degasser was replaced. An ise check and precision studies were performed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.